Event description:
The hcp reported that during a transurethral needle ablation of the prostate procedure, the needles failed to retract back into the handle on two cartridges. The cartridges were removed from the patient with the needles fully extended. A third cartridge was used to finish the procedure. No adverse affects to the patient were reported and no additional treatment interventions were required.

Manufacturer narrative:
Evaluation of both cartridges revealed them to be functionally okay. No anomalies were found. The handle used during the procedure was also examined. The handle was cleaned and oiled and the mechanical assembly replaced.